Event description:
It was reported that sparks came out from the shaft of the fiber, and the surgeon suffered burns. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any fiber break on the fiber body. The reported allegation could not be confirmed. Black spots were found on the connector face. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that sparks came out from the shaft of the fiber, and the surgeon suffered burns. The procedure was completed with another device. There were no patient complications.